Event description:
The complaint is reported as: during ventilation on a patient the hub disconnected from the et tube and wouldn't stay in place. It had to be taped down. No pt injury reported. Pt condition is listed as fine.

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.